Event description:
It was reported that in november 2020, a us patient had an ambicor penile prosthesis (app) implanted in mexico. Following the implant surgery, the patient returned to the us and experienced pain and inflammation in the incision penoscrotal area due to an infection. The app device was explanted.

Manufacturer narrative:
B3 date of event: unknown, used the first date of the aware month. Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported pain, inflammation, and infection could not be established as no damage or irregularities that were noted affected the functionality of the device. Device history record review (DHR): the lot information was not provided for the returned components so a DHR review could not be performed. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: visual and microscopic analysis of the cylinders noted one cylinder had a leak in cylinder body attributed to sharp instrument damage which likely occurred during the explant; a hole was present. There was no damage to the second cylinder. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation, the product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event. Therefore, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event of pain, inflammation, and infection is included as potential adverse events within the product labeling.

Manufacturer narrative:
Date of event: unknown, used the first date of the aware month investigation summary: the device was not returned for analysis. The reported allegations could not be confirmed. Device history record (DHR): review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the app instruction for use document, "pain (which may be prolonged or severe)" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that in (B)(6) 2020, a us patient had an ambicor penile prosthesis (app) implanted in mexico. Following the implant surgery, the patient returned to the us and experienced pain and inflammation in the incision penoscrotal area due to an infection. The app device was explanted.

Manufacturer narrative:
Date of event: unknown, used the first date of the aware month.

Event description:
It was reported that in (B)(6) 2020, a us patient had an ambicor penile prosthesis (app) implanted in (B)(6). Following the implant surgery, the patient returned to the us and experienced pain and inflammation in the incision penoscrotal area due to an infection. The app device was explanted.